Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection, it was noted that the threads of the unk screw were damaged. The single-use device was used/removed and returned for investigation due to a clavicle plate that broke in the patient. Dimensional testing was performed on the overall length, resulting in .790 inches. Due to the unk product, no drawings or tolerances were applied. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error, specifically due to misaligned insertion or misalignment during the screw removal process. This may have introduced unintended stress or damage to the implant components. A secondary, related failure mode is due to a clavicle plate that broke in the patient, resulting in adverse patient outcomes for revision surgery.

Event description:
It was reported that a revision surgery was required after a clavicle plate for the middle third with shaft broke in the patient. The revision surgery was performed on (B)(6) 2025. No further information was received. Update avoe on (B)(6) 2025. A picture was provided showing screws returned together with the affected plate. This line was opened for these unknown screws.